Event description:
It was reported the pt experienced ineffective stimulation. Reprogramming was unable to resolve this issue. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and an additional lead was implanted. The reported effective stimulation coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.